Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was not hospitalized prior to death. The cause of death was reported as ¿unknown, cardiovascular¿. It was reported pd therapy was ongoing at the time of death; however, it was not reported if the patient was connected to the homechoice device at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.